Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03127, and #3005099803-2013-03128 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that three gold probe devices were used during a procedure performed on (B)(6) 2013. According to the complainant, the first device would not work properly inside the patient; it would not heat up to cauterize. A second and third gold probe device experienced the same issue when the technician attempted to use them. The generator settings were checked, and the cords and generators were tested using another gold probe device; they were determined to be working properly. Another gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03127, and #3005099803-2013-03128 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that three gold probe devices were used during a procedure performed on (B)(6) 2013. According to the complainant, the first device would not work properly inside the patient; it would not heat up to cauterize. A second and third gold probe device experienced the same issue when the technician attempted to use them. The generator settings were checked, and the cords and generators were tested using another gold probe device; they were determined to be working properly. Another gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03127, and #3005099803-2013-03128 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that three gold probe devices were used during a procedure performed on (B)(6) 2013. According to the complainant, the first device would not work properly inside the patient; it would not heat up to cauterize. A second and third gold probe device experienced the same issue when the technician attempted to use them. The generator settings were checked, and the cords and generators were tested using another gold probe device; they were determined to be working properly. Another gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.